Event description:
It was reported that the patient has suffered a burn from charging. It was noted that the charger peeled some skin off and has now left a very red mark. The skin was raised and irritated. The patient went to the emergency room and was given antibiotics due to risk of infection.